Manufacturer narrative:
The user reported a hospitalization event for major surgery after being diagnosed with a blood clot in one of their arteries. The event occurred on 18-nov-2025. At the time of the call, the user reported feeling better but not fully recovered. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently not using the system. Since this serious adverse event was unrelated to the use of eversense 365 cgm system, no further investigation was found necessary for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics ws made aware of an incident where user reported a hospitalization event for major surgery after being diagnosed with a blood clot in one of their arteries. The event occurred on 18-nov-2025. At the time of the call, the user reported feeling better but not fully recovered. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently not using the system.